Event description:
Customer called and reported that insulin pump is excessively beeping. Customer reported a blood glucose level of 73 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.